Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported foot retraction issue was not confirmed due to the condition of the returned device. Difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported foot retraction issue and difficult to remove; however, the treatment of surgical procedure is an adverse event of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a lower extremity angioplasty procedure. Reportedly, the proglide functioned without issue from footplate opening, suture deploying and plunger removal through suture cutting. In an attempt to put the footplate down, the device stuck in the artery. It almost had a click sound to it. After attempts to close the footplate with the lever, the handle was torn open in an effort to remove the device without success. The device was surgically removed and the artery was surgically closed. The physician is reported to be trained in the use of the proglide device. No additional information was provided.